Event description:
It was reported that the programmer "locked up". It was also reported that the door was broken off the hinge. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found that it had displayed an error code and then a white screen. It would not boot to medtronic software. The electrocardiogram connector was broken loose, the keyboard hinge had broken and the keyboard was loose on the programmer. (B)(4): analysis found that the cable was out of specification. It was also noted that the label backing was missing.